Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled bi-ventricular implantable cardioverter defibrillator implant procedure. The pulse generator leads were connected to the device and optimization and retesting of the leads were conducted. As the physician was closing the incision, it was noted that the atrial sensing disappeared. Additional testing of atrial lead found it exhibited low impedance repeatedly as well as loss of capture. The physician reopened the pocket and added a suture sleeve to the atrial lead. The impedance, sensing, and capture threshold returned to normal. As the physician reconnected and re-closed the incision, the lead exhibited intermittent noise and poor sensing several more times. Eventually, the device was replaced and all tested values were within normal limits with no further issues. It was noted that the atrial lead exhibited intermittent out of range capture values when connected to the device and had normal values when connected to the pacing analyzer system and the new device. The parameters were tested again post procedure and were within acceptable values. The patient remained in stable condition throughout and after the procedure. Related manufacturer reference number: 2017865-2020-12097.

Manufacturer narrative:
Report type was changed to serious injury as the physician attempted to re-close the incision again during the procedure.